Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of an unspecified elastomeric device was ruptured. Approximately 10ml of fluid remained in the bottle. This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.